Event description:
It was further reported that the 3.75 x 20mm quantum maverick balloon catheter's first inflation was to 12 atms. After the balloon ruptured, the balloon catheter was removed from the body intact.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and moderately calcified right coronary artery. The 3.75 x 20mm quantum maverick balloon catheter was inflated once without incident. During the second inflation at 16 atms, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.